Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip delivery system is submitted under a separate manufacture report number.

Event description:
This report is filed for possible hemolysis. It was reported that the patient has a history of anemia with red blood cell transfusions on (B)(6) 2018. Although anemic, on (B)(6) 2018, two mitraclips were implanted, reducing the degenerative mitral regurgitation (mr) from grade 4 to 2. There was no device malfunction. There were no adverse patient effects and there was no tissue injury due to the implanted mitraclips. On (B)(6) 2018, post procedure, the patient continued to be anemic. Anti-platelet medications heparin and coumadin were discontinued. On (B)(6) 2018 and on (B)(6) 2018, additional blood transfusions were performed. An upper and lower gastrointestinal endoscopy was performed without positive results. Per cardiologist, the implanted clips could possibly be related to hemolysis. The patient was in stable condition and hematology was consulted. This issue did not require prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. It should be noted that the reported patient effect of hemolysis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although in the cardiologists opinion, hemolysis in the patient was possibly related to the mitraclip device, there is not adequate evidence available to confirm this since there is no reported device malfunction during the procedure and no reported issues with seating/implantation of the two clips. A conclusive cause for the reported patient effect of hemolysis and the relationship to the device, if any, cannot be determined. The reported anemia (drop in hemoglobin) was likely a secondary effect of the hemolysis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.